Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 469 mg/dl at the time of the incident, current blood glucose was 478 mg/dl. The customer was assisted with troubleshooting. The customer reported that his site was bleeding and blood in his cannula. Customer will not return device for analysis.